Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient felt bloated, full, and had difficulty breathing during an unknown process step. The patient was not connected to the homechoice pro device at the time of the events. The patient requested assistance to initiate drain. Renal therapy services (rts) assisted the patient to perform a manual drain. Rts recommended to the caregiver that the patient performs a manual drain due to observed symptoms. The caregiver stated that they will gather supplies to manually drain using continuous ambulatory peritoneal dialysis (capd). The patient reported they were okay to continue without further rts assistance and they were currently in the hospital for an unreported indication. The device was operational, and a swap was not necessary. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.